Event description:
It was reported that after the first inflation the pta balloon was difficult to deflate. No intervention was performed to deflate the balloon; reportedly, the balloon fully deflated after 13 minutes. Upon deflation, the balloon was retracted without incident. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.